Event description:
An implant card was received indicating that the patient's lead was replaced due to high impedance. The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.